Event description:
Ous MDR - this lead was capped and replaced on (B)(6) 2018 due to noise and inappropriate shocks. A portion of this lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. A distal part including the lead tip was missing. Furthermore, the atrial df-1 connector was separated from the rest of the returned lead fragment approx. 8 cm to the pin. The inspection revealed severe abrasion marks and insulation breaches at 2.5 cm distal to the connector pin at both df-1 connectors. Abrasions marks were also found at the yoke. The inner coil of the is-1 connector part of the lead showed a deformation at 2 cm distal to the pin. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.